Event description:
While using a cannulated awl to prepare the pedicle region of the vertebrae, one of the three pointed trocar tips fractured and separated from the instrument. The fragment was not removed from the patient and remains anchored in the sacrum.

Manufacturer narrative:
No evaluation possible. The instrument in question has not been returned. Upon receipt of the suspect device an evaluation will be performed and a follow up report with results of the investigation provided.

Manufacturer narrative:
Root cause cannot be determined. An evaluation of the suspect device found no manufacturing, processing or design related irregularities. Testing confirmed the instrument to be properly manufactured in accordance with the device master record. The fragment retained by the patient is approximately .150 in length which has been ground at (B)(4) to form a sharp trocar tip intended to penetrate cortical bone. The device is manufactured from a (B)(4).